Event description:
It was reported that patient underwent a custom knee procedure on (B)(6) 2011. Subsequently, the patient was scheduled for a revision procedure on (B)(6) 2012, for an unknown reason. It is unknown whether this revision procedure has taken place or what items were removed.

Event description:
It was reported that patient underwent a custom knee procedure on (B)(6) 2011. Subsequently, a revision was scheduled to replace a broken segment; however, the revision has been cancelled as the patient's insurance will not cover it.

Manufacturer narrative:
Revision surgery was scheduled for (B)(6) 2012, but it is unknown whether that procedure took place. Explant date - may have been removed on (B)(6) 2012. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.

Manufacturer narrative:
Additional information was received regarding the reason for the revision procedure that was reported as scheduled in the initial medwatch; however, the revision procedure has been cancelled.